Event description:
A portion of a vertical expandable prosthetic titanium rib-ii system (veptr-ii) was found broken inside a patient during a regularly scheduled lengthening procedure. The last revision, at which time the suspect s-hook and distal extension were implanted, was (B)(6) 2012. The broken portion of the system belonged to a rib to ilium veptr-ii construct for the left side. On (B)(6) 2013, the broken portions were replaced with a 50mm distal extension and 6.0mm parallel connector. There was an approximate 30 minute delay to the lengthening procedure. Procedure was successfully completed. This report is for an unknown rod. This report is 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis report is for an unknown rod. The 510k#: cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.